Event description:
This is an adverse event recorded on a case report form as part of the b-500 halo patient registry. The patient was prospectively enrolled with 4cm low grade dysplastic barrett's esophagus. The patient underwent a series of 5 focal ablation procedures. A little over a month after the last focal ablation procedure, the patient developed a stricture. Dilation was subsequently performed. Per the physician, the severity of this event was mild, the relationship of the event to the device procedure was possible but there was no device malfunction.

Manufacturer narrative:
No products were returned therefore no product evaluation was performed. Should additional information pertinent to this event be obtained, a follow-up report will be submitted. (B)(4).